Event description:
It was reported by service report that the brakes were unable to properly engage and disengage. There was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: brakes malfunctioned due to a brake cam bolt had backed out of the foot-end brake crank assembly.